Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer informed hi results could mean results greater than 600mg/dl. The customer's expected fasting blood glucose test result range is 96 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of hi and hi. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. (B)(6). Memory concerns: hi results. Customer takes the blood glucose test fasting. She has not had any changes in her diet or exercise.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:strip issue. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer informed hi results could mean results greather than 600mg/dl. The customer's expected fasting blood glucose test result range is 96 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of hi and hi. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 10/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: hi results. Customer takes the blood glucose test fasting. She has not had any changes in her diet or exercise.